Event description:
It was reported that the bag inside the cassette ruptured and there was some wasted medication. Per reporter, the formulation was injection, route of administration was intravenous, and one unit was involved with a dose of 1.5 milligram, strength of 1.5 milligram, frequency was 4 (hour). No patient harm/adverse event reported.

Manufacturer narrative:
The device history record of reported lot number 6070600 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Neither samples nor pictures were provided from the customer. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.